Event description:
It was reported that this right atrial (ra) lead was removed due to infection and erosion. There were no additional adverse patient effects reported. The right atrial lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).